Event description:
Medtronic received information that at an unspecified time, this autolog iq instrument and autolog wash kit had an internal leaking issue. Use of instrument and device was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that blood/ fluid was not sent to the waste bag. The autolog iq unit is designed to drain fluid/blood from the centrifuge bowl to the drain tube at the bottom of the unit. Service is unsure if the fluid spillage within the centrifugebowl was due to the washkit itself or the user.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.